Event description:
Customer reported that the insulin pump was not working correctly. Customer stated that the insulin pump was alarming, unable to prime during prime rewind process and the drive support cap was protruded. Nothing further was reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. No prime alarm notes. The insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip and scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.